Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry. Based on internal clinical assessment the event was determined to be unknown if valve related. Device not explanted.

Event description:
A mitroflow dla27 was implanted on (B)(6) 2017 via median-sternotomy. On (B)(6) 2017, the patient died of cardiovascular mortality due to unknown cause.

Manufacturer narrative:
This event was reported to the manufacturer through the sure-avr registry. Based on internal clinical assessment the event was determined to be unknown if valve related. The event was therefore reported in a conservative manner. The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla27, s/n #(B)(4), were pulled and reviewed by quality engineering at livanova (B)(6) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla27 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not explanted, no device investigation could be performed. However, based on the document review conducted, no manufacturing deficits were identified. Furthermore, there is no evidence suggesting that the event was device-related, given that the cause of cardiovascular mortality was not identified. As such, the root cause of the event is unknown; however, the event is not clearly attributable to the device. Updated fields: (correction: additional patient code, additional information: device/methods/results/conclusions).